Manufacturer narrative:
The information in this report was provided by (B)(4). No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total hip arthroplasty on (B)(6) 2005 in which he was implanted with a stryker hip. After implantation of the device, the patient began experiencing pain and discomfort in the area of the device. Further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patients blood. It is further alleged that the patient was revised on (B)(6) 2013 and again on (B)(6) 2014 and during surgery discovered significant evidence of heavy metal toxicity including the presence of cloudy, turbid fluid, erosion around the neck taper, and significant soft tissue necrosis.